Event description:
It was reported that the patient had his artificial urinary sphincter (aus) balloon replaced due to recurring incontinence. The device was tested in the physician office and the device no longer cycled while testing. Upon removal, no fluid was in the device and a hole was observed in the top of the balloon. The patient has now fully recovered after this surgery.

Manufacturer narrative:
This report is being submitted to correct the lot number provided in the previous report.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) balloon replaced due to recurring incontinence. The device was tested in the physicians office and the device no longer cycled while testing. Upon removal, no fluid was in the device and a hole was observed in the top of the balloon. The patient has now fully recovered after this surgery.